Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger w/anterior needle tip, suture w/posterior needle tip, link and cuffs were not returned. The body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal with no indication of a product quality deficiency that would contribute to the reported cuff miss. Both ends of the foot were examined and there were no needle strike marks detected. A cuff miss can be influenced by many factors including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Based on the inspection criteria and the analysis of the returned components the reported needle to cuff miss could not be confirmed and a root cause could not be determined. No manufacturing or quality deficiency was detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria.

Event description:
It was reported that a physician trained in the us of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the needle did not grab the suture. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.